Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the ostial left anterior descending (lad) with mild calcification and moderate tortuosity. The 3.5x38mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, the stent was noted to have elongated to the left main (lm) artery and migrated 3mm. The stent remained at the target lesion. Therefore, the physician used a 4x8mm non-compliant balloon to dilate the elongated part of the stent in the lm. After post dilatation, the stent was noted to remain elongated. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.